Event description:
It was reported that during a vats (video-assisted thoracic surgery) right segmentectomy procedure, in the s8 atypical resection of s9 nodule, on the first handle, the reload would not fire. Another handle of the same type was used, but the same reload did not fit properly. Additionally, the jaws did not close properly during the firing sequence. To resolve the issue, another manual handle with a different lot was used with a new reload. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap - lot# p5b0593 egiaustnd - egiaustnd endogia ultra univ std stap - lot# p5b0593 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.